Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system controller pcb and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio-control further evaluated the removed system controller pcb at the failure analysis center and determined the cause of the reported failure to be due to an integrated circuit chip, designator u61.

Event description:
It was reported by the customer that after performing an unrelated repair, the device was observed to have a white display and was exhibiting a lock-up failure. There was no pt use associated with the reported failure.